Manufacturer narrative:
Additional information: the returned screw was examined. There was some very minor deformation found on the threads on the tulip of the screw. However, functional testing with mating closure tops found that this deformation did not impede the closure tops from mating with the tulip. The minor deformation is attributed to misalignment between the closure top and tulip head during installation, causing the threads to cross. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a pedicle screw would not allow a closure top to thread smoothly into the screw's tulip head within surgery. The screw was removed and replaced with an alternative screw using the same closure top. There were no reports of patient impacts associated with this event.